Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver had a broken wire. The user completed the procedure using a backup mega needle driver with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no instrument collisions during the procedure. There were no issues related to the opening/closing of the grips nor the horizontal/vertical motion of the grips/wrist. There was no improper manipulation of the wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The clamping pulleys did exhibit signs of corrosion/residue that would have contributed to the broken cable.